Event description:
The pt reported that she received several 04 (occlusion) error messages and had elevated blood glucose readings from the 200's mg/dl to "hi". She stated on the same month, she began to feel ill and was nauseous and suffering from vomiting and diarrhea. She stated her spouse took her to the hosp where she was diagnosed as dehydrated and suffering from a non-diabetic disorder that caused the above symptoms. The pt stated that on thirteen days later, she had another occlusion error message, and she then changed the piston rod on her insulin infusion device. She stated she has had no further issues. She said the piston rod was 8 years old and had never been changed. Troubleshooting could not duplicate the occlusion and did not find any issues with the product. On follow up, the pt stated she has had no further occlusions. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No prod was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.